Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss replaced the beam shaping module (bsm) to resolve the issue reported. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a laser treatment, an iris motor failure error displayed. The surgery center was not able to continue the procedure. The surgery center positioned the patient's operative eye flap down. The patient's laser treatment and other scheduled cases will be rescheduled.